Manufacturer narrative:
Results: ten unused, sealed samples were returned for evaluation. All returned needles were opened and were examined for any visual anomalies. Water was aspirated in a syringe and syringe was connected to each of the needles. Needles were used to inject water into a vein block and stressed and moved at various angles, water was dispensed and needles were retrieved. No dislodgement occurred on any of the samples tested. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 3329370. Conclusion: an absolute root cause for this incident cannot be determined as there was no failure detected with the evaluated samples.

Manufacturer narrative:
A sample is available for evaluation but has not been received. A review of the device quality notifications revealed no irregularities during the manufacture of the reported lot number 3329370. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd precisionglide specialty use sterile hypodermic needle, the needle became dislodged from the plastic hub and remained stuck between the patient's neck and shoulder. The patient subsequently received an x-ray and had surgery to remove the broken needle.